Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Sensor signal not found, problem isolated to pcb 2. Unable to determine unexpected suspend [low sg] due to communication anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was low and get suspend. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.